Event description:
Eighty ml normal saline was placed in device and frozen on 2/7/94. Product was placed in refrigerator to thaw on 2/9/94. On 2/10/94, it was noted that the elastomer was ripped. Product was retained in pharmacy. Vancomycin one gram was reconstituted, placed in device with 80 ml normal saline, and frozen on 2/7/94. Device was removed from freezer 2/9/94. After several hrs at room temperature, a white precipitate was noted in the tubings of several of the devices. One tubing line was opened; the precipitate collected in the filter. Product was returned to the pharmacy.